Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was a power issue with the pump. The reporter stated that there was moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/12/2017 with the following findings: during investigation, moisture corrosion was observed in the battery canister and on the display screen inside the pump. A leak test failed due a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The battery cap was fastened again and the ez-prime steps were performed correctly and the pump exercised for 24 hours with no power interruption occurring. The pump case was removed and further moisture corrosion was found to the printed circuit board and cgm. The complaint of a power issue was not duplicated during testing. Unrelated to the original complaint, investigation revealed the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.